Manufacturer narrative:
Approximate age of device ¿ 1 year, 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there are no plans to perform a pump exchange.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a possible wire fracture. The patient¿s lvad stopped at home while connected to her power module, resulting in loss of consciousness (loc) and a fall. The patient also had a repeat episode after she was admitted, with seizure-like activity and loc. The patient hit her head and hurt her foot but did not sustain a serious injury. Subsequently, the patient was connected to either batteries or a non-grounded/modified power module patient cable with no further episodes. A log file submitted to the manufacturer displayed elevated power events, low speed and low flow events, as well as transient pump stoppages while tethered on a grounded power module patient cable. The events displayed were indicative of a possible ¿short to shield¿ driveline issue. The manufacturer¿s technical services team arrived onsite for a driveline evaluation and performed phase interrupter/continuity tests and no broken wires were found. X-rays did not display any areas of concern. The external portion of the driveline was palpated while the patient was tethered on a grounded power module patient cable and pump stops were unable to be reproduced. The patient leaned/tilted to her left side which caused a pump stop event. An internal "short to shield" driveline issue was suspected. The hospital requested a modified power module patient cable for the patient¿s use at home.